Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Further information was received indicating that the patient did not have extrusion. The patient had colon cancer and lost a lot of weight. This resulted in the patient's generator migrating and becoming more visible in the patient's body. Due to this, the generator was explanted. The explanted product has not been received by product analysis to date. Attempts for product return were not performed as device evaluation would not provide further information related to the reported events. Further information was received that the generator had moved so much due to the weight lose that it was causing some pain. The generator was explanted for patient comfort only. After the explant surgery, the patient requested to be re-implanted and was implanted with a new generator.

Event description:
Patient presented at the surgeon's office with an exposed generator and was referred for explant as soon as possible. No known surgical intervention has occurred to date. No other relevant information has been received to date.